Event description:
The customer reported that during testing, the ventilator generated an alarm relevant to blower stall. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Event date: 03/01/2019. Manufacture date: 04/22/2019. Failure analysis on the returned blower shows that mechanical failure of assembly caused high rotational resistance seizing motor rotation. Excessive rotor friction preventing rotor from spinning freely. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. The ventilator powered on and was alarming "patient circuit occluded". No air coming out of the blower the fse replaced the blower assembly to address the issue. The ventilator passed all test and operated within the manufacturing specifications.